Manufacturer narrative:
Device evaluation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The syringe from batch 8236740 has expired since july 31st, 2023. Bd does not make claims about the efficacy of expired products. We would be very interested in examining product that does not meet your expectations and our quality standards.

Event description:
No additional information.

Event description:
Material # 309657, batch # 8236740. It was reported that the bd luer-lok leaked past the stopper. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Notification number: 200363221. Notification created date: 1/15/2020. Notification description: syringes will not seal & leak fluid. Component number: 23169. Component description: syr 3ml l/l. Component lot serial number: (B)(6). Regulatory date reported: 2/28/2024. Regulatory reference number 1423395-2024-00069. Additional information provided: 1. Can you please provide an exact date of event in dd-mmm-yyyy format? 01/15/2020. 2. Did the reported issue have any impact on the patient? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? Syringe was leaking during use but no injury reported. 3. Is there a photo or sample available showing the reported issue? If yes, are you able to provide the address of the facility for us to ship the return label? No.

Manufacturer narrative:
E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.